Manufacturer narrative:
Logs indicated a failure during boot up, which could not be reproduced during the investigation. Spectrum medical replaced ports on device due to signs of liquid ingress and device operated as intended.

Event description:
User reported they were unable to change sweep set point and received a hardware error. There was no patient harm.